Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Event description:
The patient was revised to address loosening of the femoral and tibial component at the cement to implant interface. Cement manufacturer was unknown. It was also reported that the patient has a right total lcs ps knee that was done 8 years ago. The components are loose. The surgeon removed the components with his hands. The femur and tibial tray pulled right out. There was no cement on the backside of either component. The surgeon also replaced the patella. The original patella was well fixed. Doi: 8 years ago. Dor: (B)(6) 2020, right knee.